Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive discectomy at l3-l4. It was reported that the flex arm stripped and will not tighten. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.